Event description:
Per the clinic, the patient experienced contact dermatitis at the abutment site, causing the area to become red, sore and crusty and excoriated. The patient reported pain, inflammation and bleeding at the abutment area. It was also reported that the area became impetiginized, and the patient was prescribed with topical antibiotics and steroids (specific date not reported), however, the issue could not be resolved. There are plans to remove the abutment; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.